Event description:
The account stated that the architect i2000sr analyzer is generating discrepant total psa results on 2 patient samples. For patient #2: in 2009, the result was 59.0 u/ml, this sample was then sent to a reference lab and the result was 34.0 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). It was stated that the total psa results were discrepant which is incorrect. The ca125 results were discrepant. All other information and data is correct. The complaint text for architect isystem (ln 03m74-01) s/n (B)(4) indicates that two different patients had discrepant ca 125-ii assay results using an architect i2000sr analyzer and another analyzer. The additional analyzer was at a reference laboratory and the name was not provided. However, the methodology listed is chemiluminescence. Patient 1 had the following ca 125 ii assay results: date: (B)(6) 2009, ca 125 ii result: 46.8 u/ml, flag: none; (B)(6) 2009, 47.5 u/ml, exp; (B)(6) 2009, 50.5 u/ml, exp; (B)(6) 2009, 38.8 u/ml, exp. The patient sample from (B)(6) 2009 was sent to a reference lab and a result of 18.8 u/ml was obtained. Patient 2 had the following result generated: date: (B)(6) 2009, ca 125 ii result: 59.4 u/ml, flag: exp. The patient sample from (B)(6) 2009 was sent to a reference lab and a result of 34 u/ml was generated. The complaint text indicates that for patient 1, the sample with a result of 47.5 u/ml was analyzed on (B)(6) 2009. Review of the customer returned results list report indicates that the sample analyzed on (B)(6) 2009 had a result of 47.5 u/ml, and the result from (B)(6) 2009 had a result of 46.8 u/ml. The customer returned 5 pages of data. Page 1 is a results list report, which contains the results mentioned above. Pages 2, 3 and 4 are the levey-jennings reports for the ca 125 ii assay. The only quality control (qc) results which correspond to patient sample testing dates are (B)(6) 2009. Also, both qc results have a flag of exp listed. No qc results are contained for the dates of (B)(6) 2009. Page 5 is the calibration curve details report for the ca 125 ii assay, and indicates the date of calibration was 01/24/2009. The customer support specialist (css) additional communication email indicates that the system logs and database are not available for return. The lot number of the ca 125 ii reagent was 66060m100, expiration date may 21, 2009. Also, the css states that the exp flag next to the patient results is because the ca 125 ii reagent was expired on board, due to the reagent being on board more than 30 days. Additionally, the css states that no controls were run on (B)(6) 2009, which is the date that patient 2 sample, was analyzed. The abbott architect system operations manual ((pn 201837-105) may, 2008) provides the following information related to addressing the customer issue: section 7 discusses the operational precautions and limitations, in section 5 operating instructions, it discusses the descriptions of patient result flags, descriptions of processing codes and the reagent inventory management. In the architect ca 125 ii assay package insert (016-622 5/07): storage instructions are provided and states the architect ca 125 ii reagent kit may be stored on board the architect I system for a maximum of 30 days. After 30 days, the reagent kit must be discarded. For information on tracking onboard time, refer to the architect system operations manual, section 5. A review of the service history for architect isystem s/n (B)(4) was performed for the time period of (B)(6) 2009. No additional complaints of this nature have been documented against architect s/n (B)(4) for the time period of (B)(6) 2009. This is the final report.